Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years. The event occurred at (B)(6). A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital due to a bacterial driveline infection. The infection was reported to be due to the patient's condition. The patient underwent an unspecified surgical procedure. No further information was provided.